Event description:
The customer reported that the t:slim x2 pump battery would not charge, with a power source alert identified in the pump history. There was no adverse impact to the customer¿s blood glucose level. The customer tried different charging cables and adapters, but the issue persisted. As a corrective action, a replacement pump with updated software was to be sent by technical support, and the customer was advised on using backup therapy to ensure insulin delivery. Furthermore, instructions were provided for putting the pump into storage mode and returning the faulty pump with the included prepaid label.